Event description:
It was reported via repair work order that the hi/lo was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the hi/lo was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the hi/lo was not working. Supplemental submitted as the investigation concluded that the lift was stuck in the lowest position due to a damaged lift coupler. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as lowest flat position is still attainable to perform CPR administration if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.